Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 15-dec-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pains in the intervals of 6 to 10 days") in a 43 year-old female patient who had essure inserted (lot no. C38211). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2684 days after essure insertion, she experienced nausea ("nausea"), headache ("headaches "), back pain ("lumbar pain"), urine odour abnormal ("strong urine odour"), nuchal rigidity ("nuchal rigidity"), fatigue ("chronic fatigue"), visual impairment ("vision disorders"), breast swelling ("swollen breasts"), genital haemorrhage ("bleeding") and night sweats ("excessive and profuse sweating at night"). An unknown time later she experienced pelvic pain (seriousness criterion medically important), menstruation irregular ("no regular menstrual cycle"), migraine ("migraines excessive and profuse"), breast pain ("painful nipples every month"), heavy menstrual bleeding ("haemorrhagic periods for the last 9 months bleeding") and metal poisoning ("possible heavy metal poisoning"). At the time of the report, the nausea, headache, back pain, urine odour abnormal, nuchal rigidity, fatigue, visual impairment, breast swelling, genital haemorrhage and night sweats had not resolved. The outcome of metal poisoning was unknown. No causality assessment was received for essure with regard to nausea, headache, back pain, urine odour abnormal, nuchal rigidity, fatigue, visual impairment, breast swelling, menstruation irregular, migraine, breast pain, pelvic pain, heavy menstrual bleeding, genital haemorrhage, night sweats or metal poisoning. The reporter commented: patient¿s current status: no improvement for the last 9 months. Blood test pending echography on 2-jan-2023 (result not reported) physicians consulted about these symptoms won¿t listen or take them into consideration actions taken to treat the patient in the healthcare facility: for almost a year, my health has been deteriorating and I haven¿t had my reports properly listened to physicians refer me to my gynaecologist who refers me to my general practitioner. No one wants to take a stand regarding a possible heavy metal poisoning. Is there a relationship between the vaccine and the implants that would explain my condition? Are there any tests to be performed?. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm reference number: (B)(4) on 15-dec-2022. The most recent information was received on 26-dec-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pains in the intervals of 6 to 10 days") in a 43 year-old female patient who had essure inserted (lot no. C38211). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2684 days after essure insertion, she experienced nausea ("nausea"), headache ("headaches "), back pain ("lumbar pain"), urine odour abnormal ("strong urine odour"), nuchal rigidity ("nuchal rigidity"), fatigue ("chronic fatigue"), visual impairment ("vision disorders"), breast swelling ("swollen breasts"), genital haemorrhage ("bleeding") and night sweats ("excessive and profuse sweating at night"). An unknown time later she experienced pelvic pain (seriousness criterion medically important), menstruation irregular ("no regular menstrual cycle"), migraine ("migraines excessive and profuse"), nipple pain ("painful nipples every month"), heavy menstrual bleeding ("haemorrhagic periods for the last 9 months bleeding") and metal poisoning ("possible heavy metal poisoning"). At the time of the report, the nausea, headache, back pain, urine odour abnormal, nuchal rigidity, fatigue, visual impairment, breast swelling, genital haemorrhage and night sweats had not resolved. The outcome of metal poisoning was unknown. No causality assessment was received for essure with regard to pelvic pain, nausea, headache, back pain, urine odour abnormal, nuchal rigidity, fatigue, visual impairment, breast swelling, menstruation irregular, migraine, nipple pain, heavy menstrual bleeding, genital haemorrhage, night sweats or metal poisoning. The reporter commented: patient¿s current status: no improvement for the last 9 months. Blood test pending echography on (B)(6) 2023 (result not reported). Physicians consulted about these symptoms won¿t listen or take them into consideration actions taken to treat the patient in the healthcare facility: for almost a year, my health has been deteriorating and I haven¿t had my reports properly listened to physicians refer me to my gynaecologist who refers me to my general practitioner. No one wants to take a stand regarding a possible heavy metal poisoning. Is there a relationship between the vaccine and the implants that would explain my condition? Are there any tests to be performed?. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kg. Lot number:c38211, manufacture date: 2014-03, expiration date: 2017-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-dec-2022: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.